Event description:
The pt was going into surgery for implantation of a shunt; the pt programmer displayed a power-on-reset condition. Interrogation with the clinician programmer resulted in the same message. It was confirmed that the ins was at zero volts and off. The healthcare provider was to check back in a few days for instruction on how to re-enter the serial number and to see if programming was maintained.

Manufacturer narrative:
(B) (4)